Event description:
It was reported that the pt experienced pain and infection at hip area. Surgeon has scheduled a revision for (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.